Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cable issue could not be determined. It is possible that the cable was cut due to the application of a strong pulling force. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿·do not strike the camera head. The camera head may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no image on the monitor due to a detached camera cable from the camera head. Also, evaluation found the camera head was completely detached from the camera cable when visually examined. Internally, the camera cable's wires were detached from the camera cable/charged coupled device (ccd) printed circuit board. There was no evidence of fluid ingress found within the internal components. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the camera head had no image. The issue was found during maintenance. There was no reported patient harm or impact due to this event.